Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, minimum fill messages when going through the load process. Reportedly, the contact believes the cartridge was filled with 140 units of insulin, but stated it may have been less. The customer's blood glucose level was not impacted. The customer was able to successfully load a new cartridge and resumed insulin delivery.